Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod the patient's mother reported the sensor wire was left in the skin. The patient's mother did not report any injury or medical intervention. Transmitter was removed prior to removal of the sensor pod against user guide specifications.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. Data does not confirm the reported event of a detached sensor wire.